Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (contamination, service code 204, service code 107) has been confirmed. Upon investigation, the monitor was unable to complete incoming testing. The failure was isolated to contamination throughout the unit. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.